Event description:
It was reported to covidien on (B)(6) 2013 that a covidien product specialist had an issue with an insulin safety syringe. The representative reports when conducting staff training at (B)(6) to demonstrate the monoject insulin safety syringe, when trying to lock the safety shield, the safety shield barrel detached from the device. It came off in his hand. There was no injury as a result of the incident. The sales representative further reported, because he did not feel or hear the click when locking the shield, he may have used extra force and this is why the device came apart.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.